Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet and one unused fluidics management system (fms) in a tray was visually inspected. A wet sample drain bag was detached from the drain bag tape on the cover due to saturation. The drain bag tape was adhered on the cassette properly. The aspiration, irrigation manifolds and drip chamber were cut off in the returned condition. Used lab stock manifolds and drip chamber to perform functionality testing. An unused sample, the manifolds and luers were intact. The samples were tested using a system console. The samples could be recognized by the console. The samples primed and tuned with a sentry handpiece and a 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Both cassettes max vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problem was found with the returned cassettes fluidics. The root cause of the customer's complaint could not be established; the returned samples functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the error code displayed resulting in sudden anterior chamber collapse and the infusion volume was very slow or even did not produce water, which cannot reach the required infusion pressure during surgery. The procedure type was unknown. The surgery was completed after replacement of new product. The patient had no adverse reactions after surgery.